Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, (B)(4) and (B)(4), model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn because they were discarded by the medical facility

Event description:
A report was received that the patient was experiencing neck pain at the lead site when she takes deep breaths. The patient has also lost control of her bowels and bladder. The patient has been unable to use the device due to difficulties charging and communicating with the ipg. The physician explanted the patient of the scs system.

Manufacturer narrative:
Additional information received indicated that the physician does not believe that the patient's symptoms were device related. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing neck pain at the lead site when she takes deep breaths. The patient has also lost control of her bowels and bladder. The patient has been unable to use the device due to difficulties charging and communicating with the ipg. The physician explanted the patient of the scs system.